Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report. Associated devices: (B)(4), lot k17725, outer extractor omega2 hansson twin hook; (B)(4), lot k17925, inner extractor omega2 hansson twin hook; (B)(4), lot k16367, inner introducer; (B)(4), lot k17928, outer introducer omega plus ti.

Event description:
The pt underwent extraction surgery of the twin hook. First, the surgeon tried to combine the inner extractor and the extractor handle and to remove the twin hook. However, hook of twin hook was not able to be returned. Next, the hook was not able to be returned though the surgeon combined and used the outer introducer and extractor handle. Afterwards, the tip of extractor handle broke when the surgeon was about to combine the inner extractor, outer extractor, and extractor handle and to return hook. Therefore, the surgeon pulled out the hook gripping the end of hook with pliers. The surgeon is requesting the investigation of strength of the extractor handle.